Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm and one air bubble was noted. The residual volume was 48.1ml and 47.9ml had been administered at a rate of 2.1 there was no patient injury.